Event description:
The following has been reported: pump reported not working, unknown issue, biomed did not test pump. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (downstream air sensor)(sensor-7). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump was tested with many different admin sets repeatedly loading and unloading and with extended infusions spanning days. The pump performed as expected. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.